Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns about this left ventricular (lv) lead exhibiting loss of capture (loc) on the presenting electrogram (egm). Ts reviewed the egm and confirmed loc on the lv lead. Ts recommended to the hcp to schedule a in clinic visit for further lead evaluation. At this time, the lv lead remains in service. No adverse patient effects were reported.